Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and issues with battery out limit alarm. The customer states their blood glucose level was 700mg/dl, and was sent to the hospital by their doctor. The customer states they were given insulin and their levels were brought down to 138mg/dl. The customer declined to troubleshoot the high blood glucose level. Troubleshoot for the battery out limit alarm was conducted. The customer mentioned the battery was out of the pump greater than duration allowed by the pump. The customer was advised the alarm was normal behavior, and they should monitor the device and call back if issues persist.